Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection).

Event description:
During index procedure, the patient had one endeavor stent implanted in the lad. During deployment, a dissection occurred and a 2nd stent was implanted to treat the dissection. Approximately 39 months post index procedure, an mi occurred. The reported mi was not related to the target lesion. Five days post mi, revascularization of the proximal cx was performed.